Event description:
Physician was performing a laparoscopic sleeve gastrectomy using an endo gia universal stapler. This stapler is an articulating stapler and while using this stapler, it started disarticulating (straightening) the loads by itself. No patient harm noted.